Manufacturer narrative:
Records indicate this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable defibrillation lead exhibited a high out of range shock impedance measurement of 126 ohms. In clinic, attempts to create noise were made however there was no evidence of noise. With troubleshooting the highest shock measurement obtained was 113 ohms. Calcification on the lead was discussed. Technical services discussed increased the alert threshold and continuing to monitor. No adverse patient effects were reported.